Event description:
Reporter could provide some open info. There are six miscall results in that of amplichip cyp 450. The same detections at differnt times for the same sample results in the different genotype for the same person. Roche employee cannot acknowledge this false-positive result because they kept their profits for themselves. In traditional hybridization chips there maybe one particular example that the first target dna chain hybridization with pp (perfect match) and pm (mismatch) probes result in the different tm1 [tmp(pp)>tm1(pp) >tm1(pm)>tmm(pm), tmp(pp)for the real-positive result, tmm (pm) for the real-positive mismatch result] and the second sample dna chain hybridization with the other sequences of the first target dna chain (from clinical blood and tissue samples) result in the tm(s1s2)[tm(s1s2)>tmp(pp)]. Ip is the signal/noise for tmp(pp)/tmm(pm) real-positive result. I1 for the tm1(pp)/tm1(pm) normal false-positive result. Then i1<ip. I12 is one for [tm1(pp)+tm(s1s2)]/tm1(pm) particular false-positive result (similar to bdna technology). Then maybe i1<ip<i12. If the real hybridization temperature t<tmm(pm) and the number of the first target dna chain and the second sample dna chain are enough, there is the real false-positive result i12 according to the signal/noise rule. Another paricular example is that of tmp(pp)>tm1(pm)>tm1(pm). There are some real false-positive results for affymetrix genechips because there is no accurate formula capable of calculating the temperature value of melting point (tm) of dna probes.